Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to septic mobilization of the prosthesis.

Manufacturer narrative:
The associated legion ps femoral component, genesis ii insert and genesis ii cmt tibial baseplate were not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. A clinical analysis noted no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.